Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry.

Event description:
It was reported that during an attempted implant, the device indicated "wireless telemetry no longer available with this device" and wireless telemetry was not available. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis confirmed the no tel-c condition. The failure was isolated to pin a11_pi3 of the radio frequency module (rfm) after tel-m diagnostic testing. The physical analysis of the rfm was consistent with pin a11_pi3 being electrically open due to complete transformation of the ni/v ubm to form a resistive layer between the solder bump and rfic. Therefore, the reported no tel-c condition was attributed to a faulty rfm.